Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented in clinic. Auto mode switch episodes were observed due to far r-wave oversensing. Programming changes were made. Device will be explanted as it has met eri parameters.